Event description:
It was reported that the pt hit his head just over the implant site on the (B)(6), 2012. He was not wearing his audio processor at that time and after accident, when he tried to wear again the processor, he said that it was too loud and the noise was unbearable. Measurements performed in situ showed that the ground path impedance has increased.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.